Event description:
In 2005, pt with osteoarthritis received artz dispo into both knees after being drained of 0.1 ml synovial fluid from each knee. One day later he came back to his dr's office because his left knee pain aggravated. He had a fever of 36.7 degrees, significant knee swelling, and increasing local warmness. He was conducted an arthrocentesis and drained 43ml synovial fluid that was yellow colored and cloudy. His dr gave him an intravenous drip containing yuekin keep (infusion) 500ml, pansporin (cefotiam hydrochloride) 2g, and midocin (clindamycin) 600mg and prescribed flomox (cefcapene pivoxil hydrochloride) 300mg, empynase pd (pronase) 3 tablets, cocarl (acetaminophen) 6 tablets, and biofermin (bifidobacterium) 3 tablets. In 2005 his left knee pain relieved but swelling continued. He had a fever of 37.o degrees, was conducted an arthrocentesis and was drained 40ml synovial fluid of the same property. In 2005, his clinical symptoms were the same as yesterday. The pt was introduced to another hosp. He was hospitalized and conducted left knee joint synovectomy started from 8:00 pm on the same day. He was doing well after the operation. In 2005, he left the hosp. As of 2005, he had limitation in range of left knee joint motion and was now getting outpatient treatment of rehabilitation. Injected dr's comment: pyogenic arthritis was induced by the intra-articular injection of artz dispo for the treatment of the left knee of osteoarthritis.